Manufacturer narrative:
The event of lead migration was reported to abbott. The patient underwent a lead revision where the lead was explanted and replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00658. It was reported the patient's s1 and s2 leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing s1 and s2 leads were explanted and replaced.